Manufacturer narrative:
Analysis of stimulator serial number (B)(4) revealed insignificant anomalies and the functionally of device tested okay.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v641374, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the neurostimulator was removed due to not good results. The patient was reported alive with no injury. The patient recovered without sequela. Additional information received reports the representative was not present during the explant of the neurostimulator on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.